Event description:
I got a cat scan in 2002 after being beaten. I received way too much radiation and threw up afterward. I observed a doctor scolding the x-ray technician, but was never told what happened. This occurred at the hospital.